Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The nc traveler rx device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the mildly calcified, heavily tortuous, 90% stenosed right coronary artery. Pre-dilatation was performed with a non-abbott balloon, and a non-abbott stent was implanted. A 3x15 mm nc traveler balloon dilatation catheter (bdc) failed to cross and was faced with resistance during removal due to the implanted stent. A non-abbott device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.